Event description:
The customer reported via phone call that she was changing out her infusion set and reservoir and the pump was stuck. Customer was able to successfully prime the pump and stated that there was still a buzzing noise coming from the pump. Customer stated that it was coming from the motor area. The insulin pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The insulin pump functioned properly. However, there was a noisy motor noted during testing with the problem isolated to motor. The insulin pump was received with a cracked reservoir tube lip.